Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device detected an episode as supra ventricular tachycardia (svt); however, the physician thought is was ventricular tachycardia (vt). The episode self-terminated. The device remains in use. No patient complications have been reported as a result of this event.